Event description:
It was reported that the radio frequency (rf) head would not interrogate the device. The rf head was replaced and the programmer was able to interrogate. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).